Event description:
During a vitrectomy procedure, the air pressure from this unit failed and intraocular pressure dropped. The patient suffered an intraocular hemorrhage and loss of vision.

Manufacturer narrative:
Device is currently being evaluated. Results of the evaluation will be provided in a follow-up to this report.